Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system would not display an image during fluoroscopy. There is no report of pt injury or death.